Event description:
Physician was injecting pt and had two syringes have needles disengaged from syringe and spill collagen. There was no injury to the pt, however event is being reported in good faith due to possibility for injury should a similiar event recur.